Event description:
It was reported that the pt experienced withdrawal and was admitted to the hospital. It was noted that all the pump settings and logs were normal. The pump was used to deliver morphine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).